Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump would become hot and declare multiple, intermittent temperature alarms while charging. The pump was not within extreme temperatures. Blood glucose level was impacted (350 mg/dl), and was addressed with a correction bolus, via the pump. The customer reported that the pump would continue to be used for insulin therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported hot pump was verified. However, due to the usb communication being inoperable, the reported temperature alarm could not be evaluated.